Manufacturer narrative:
Correction: the transducer system serial number was inadvertently documented in the record. The actual system serial number has been updated to (B)(6).

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Manufacturer narrative:
Evaluation of the transducer could not confirm the artifact issue as described by the customer. However, the device was found to be damaged; ground plane damage and cable electrical failure causing artifacts.

Event description:
A customer reported an epiq cvxi ultrasound system displayed artifacts while using the x8-2t transducer during a critical cardiological procedure. This imaging event caused a delay of care of 10 minutes during the cardiac surgery. A philips field service engineer replaced the transducer to resolve this issue. There was no patient or user harm associated with this event.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.